Event description:
The customer stated that she was hospitalized for high blood glucose levels. The customer stated that she gave several boluses, but her blood glucose levels remained high. The customer stated that she changed the infusion set 36 hrs prior to the hospitalization. Troubleshooting was performed and the insulin pump was programmed correctly. The customer didn't have an infusion set or tubing clamp to continue troubleshooting.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.